Event description:
Dropsafe brand needles provided with covid vaccines supplies have a safety shield that is difficult to activate (requires more force than usual). After administering a vaccine I was using my thumb to try to press down the safety shield. My thumb popped off of it without activating it, and hit the needle resulting in an accidental needle stick. FDA safety report ID # (B)(4).